Manufacturer narrative:
Additional narrative:no follow-up report is anticipated as the product has not been returned. The source of the report is the following literature source:article title: late collapse osteoporotic vertebral fracture in an elderly patient with neurological compromise (dr picazo) june 2013.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical safety reported complaints from literature that was reviewed for the post market surveillance reporting.article title: late collapse osteoporotic vertebral fracture in an elderly patient with neurological compromise (dr picazo) june 2013.clinical findings determined by medical safety and complaint management: n=1 adjacent vb fracture.